Manufacturer narrative:
It was reported to stryker customer service by a stryker field service representative that a gentleman approached him at the user facility and stated that he had a stress fracture on his foot because of the brakes on a stryker stretcher. No further information about the event was reported. A stryker quality technician contacted the user facility employee health representative who confirmed that there was no injury due to a stryker product. Upon completion of the investigation it was discovered that this complaint was entered in error. This product did not have a device malfunction or cause or contribute to an alleged injury event.

Event description:
It was reported that a user received a stress fracture while using the braking system of the device. No further information has been reported.

Event description:
It was reported that a user received a stress fracture while using the braking system of the device. No further information has been reported.